Event description:
During the eval, the occluder feet of the transfer set were discovered to be broken. There was no pt injury or medical intervention associated with this incident.

Manufacturer narrative:
Eval summary: during the eval for a separate issue, a reportable event was discovered. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.